Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 4 months. (B)(4). Evaluation of the returned device, (B)(4), confirmed the report of suspected pump thrombosis. Upon disassembly of (B)(4), a large thrombus formation was found adhered around the outlet bearing ball and cup and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, which suggested that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the dark contact marks noted on the outlet portion of the rotor indicated that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation. However, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was urgently admitted to the implanting center on (B)(6) 2017 with chest pain and right arm paresthesia. The patient had severe hemolysis, arterial non-central nervous system thromboembolism, and had developed pump thrombosis with an acute elevation of lactate dehydrogenase (ldh) to 935 u/l on (B)(6) 2017. The patient subsequently experienced heart failure symptoms and cardiogenic shock. The patient was taking warfarin at the time of the event. On (B)(6) 2017 the patient underwent an emergency pump exchange. The event was reported as resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump exchange was performed via left subcostal incision. The outflow graft and the inflow cannula were left in situ and were reported as free of obvious infection. The outflow graft was controlled with a balloon occlusion catheter. A clot was seen within the removed pump and in the outflow graft. The clot in the outflow graft was carefully evacuated. The new pump was attached and activated and the patient was easily weaned from bypass. It was reported that the patient tolerated the procedure well without significant difficulty or evident complication, and was transferred to the cardiothoracic surgical intensive care unit in critical but stable condition; sedated on the ventilator on inotropes, pressors, and inhaled nitric oxide. Post-pump exchange, there was continued pulsatility with aortic valve opening, despite increased speed, raising concern for thrombus +/- stenosis affecting the distal anastomosis of the outflow graft. On (B)(6) 2017, the patient was taken to the catheterization lab for evaluation, with the catheterization revealing thrombus +/- stenosis of distal outflow graft. The outflow graft was not patent which required angioplasty and stent placement at the aortic anastomotic site. Balloon dilation occurred, but the stent was unable to be deployed. To improve the flow of the lvad device, the patient was brought into the operating room on (B)(6) 2017 for stenosis of the outflow graft. The outflow graft was accessed through the brachial artery. Initially an mpa2 catheter was used, but was not possible to get into the lvad outflow tract. Therefore, al1 was used with guidewire to gain access into the lvad outflow tract. Over this the al1 was advanced and guidewire was removed and exchanged for a stiff wire. The 14mm x 40mm self-expanding stent was then placed into the lvad outflow and deployed under fluoroscopy. The stent was then post-dilated with a 12 mm balloon with good angiographic result and improve in gradient 15-20 mmhg. The co increased to 5.9 l/min. There was improvement in radiographic characteristics of prior stenotic region, and improvement was observed in flow on the lvad console. Excellent radial signal was present at end of case. The procedure was successful. The patient was extubated in the or and brought to the ICU in stable condition. The patient was ambulating independently with rollator walker at time of discharge on (B)(6) 2017.